Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm was received (alarm 09). A new cartridge was loaded to address the alarm and a minimum fill notification was received. Reportedly, both cartridges had been filled with 380 units of insulin. A new cartridge was loaded resolving the issue. Customer's blood glucose level was 176 mg/dl.